Event description:
On (B)(6) 2013, the patient contacted animas, alleging a temperature (temp - no physical damage) issue. The pump and battery were reportedly hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Unable to duplicate the complaint during the investigation. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. Pump powers on and goes to verify screen with audible and vibratory sounds. A load, rewind and prime sequence were successfully performed; no alarms or overheating was duplicated to the pump or battery during the duration of testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.